Manufacturer narrative:
(B)(4). It is unknown if the device sample is available for evaluation. A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not received at our facility. A device history record review could not be conducted since the lot number was not provided. Customer complaint cannot be confirmed, based only on the information provided, to perform a correct investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. An attempt to duplicate the failure mode was made, but at the time there is no inventory of the involved product code (400640; aquapak 640 sw,650 ml w/040 adaptor,intl) available at the facility and it is not being manufactured at the time; however regarding other customer complaints from this same issue, a CAPA file (B)(4) was opened to perform a further investigation into this issue. If device sample becomes available at a later date this complaint will be re-opened.

Event description:
The customer alleges that the adaptor does not fit the flow meter well. It is difficult to fix to the flow meter. No patient injury reported.